Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump was not delivering insulin how it used too, as the customer has to administer multiple corrections. Customer's blood glucose was unknown. Troubleshooting on the deliver anomaly was done. The customer's current blood glucose was 119 mg/dl. Customer stated there was a time when the customer's blood glucose was over a little higher than normal and gave a bolus and woke up with blood glucose in the 200 mg/dl range. Customer stated they forgot to fill the cannula when they remove the introducer needle. Customer stated the drive support cap did not come out. Customer was advised to monitor the device and it will be replaced. The device is returning for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump delivered properly all bolus programmed during testing. The drive support disk was inspected and no anomalies were noted. The insulin pump had cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.